Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support and approximately four days into support, the automated impella controller (aic) displayed a controller error. The patient had inadvertently dislocated the pump back into the aorta. Upon readvancing the pump into the left ventricle, the pump unexpectedly stopped in therapy. The patient was noted as doing well. The aic gave out a variety of errors including the "controller error." The pump was unable to be restarted. Additionally reported, the display glass of the aic was slightly protruding from the case in the upper left corner. The aic was removed from service. The patient was reported to be in stable condition following the event. It was further noted, given the patient's stability, no new impella device implant was planned at such time.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer. Therefore, the investigation of the aic was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Refer to manufacturing report number 1220648-2025-30074 for the impella 5.5 medical device report.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy and aic - controller error (yellow alarm) has been completed. The device and data logs were received for investigation. Data analysis: pump (B)(6) was connected on 6/19 and run without issue until 6/23 when the imc logs show pe_motasym for motor current differences between phases. This is immediately followed by impella stopped alarms as the pump is stopped as a result. The pump attempts to be restarted 13 more times but fails every time. 8 times a controller failure #138 is triggered for a pump motor driver (pmd) speed deviation as well which is a system of the persistent pump stops. The real time logs confirmed the continuous pump stops that occur. Device analysis: the failure mode was not reproduced and the console was able to run a pump successfully. Aic - damage during therapy: there was no damage found with the aic. The cause of the pump stops could not be determined because the failure mode was not reproduced and the pump was cut. Aic - controller error (yellow alarm): the failure mode was not reproduced and the console was able to run a pump successfully. D9 device returned to manufacturer date added.